Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a 10 unit bolus. The customer consumed juice and carbohydrates to address the bolus delivered. Tandem technical support performed multiple follow-ups ensuring that the customer's bg level did not decrease too much. Blood glucose (bg) level ranged between 87-130 mg/dl.